Event description:
This is a report of a homechoice patient (hp) who contacted baxter (B)(4) technical service center during dwell at 4 of 5 cycles and stated that he experienced abdominal pain. The technical service representative helped the hp to disconnect from therapy. On (B)(6) 2010, the hp was hospitalized and treated with vancomycin (unknown dosage). On (B)(6) 2010, the event was resolved and the hp was discharged from hospital. The physician believed that the event was not related to pd therapy, because the event was caused by touch contamination by the patient. The patient was retrained.

Manufacturer narrative:
(B)(4). A 510(k) number is not listed because the device is unknown. As the patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). There was no sample available for evaluation, so the complaint was not confirmed. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter (B)(4).